Event description:
It was reported that post ventricular assist device surgery it was discovered that the right atrial lead had fractured and had dislodged; the device was programmed to vvi. The lead remained implanted.